Event description:
I believe that I have been suffering from the toxic effects of the chemicals included in the make up of my saline implants. They are mentor and were implanted under the muscle in (B)(6) 1996. I have been experiencing symptoms since approx 2002-2003 - numbness/tingling of arms, pain in neck. I have slowly worsened since then, seeing numerous specialists and testing that show "normal" lab work results. My symptoms have worsened over the years and include gi pain/diarrhea, skin crawling/feels like bugs on me, muscle twitching, rash on trunk, dizzy spells, tinnitus, increased anxiety, debilitating brain fog, vision worsening, heart palpitations, joint pain, onset of food intolerances. FDA safety report ID# (B)(4).